Event description:
Pt who was implanted with monarc sling suffers from long term post-operative groin-pain. Doctor has tried everything but pt still feels pain. A revision surgery has not been determined at this time.